Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had begun going into more frequent ventricular tachycardia (vt) episodes and was placed on the transplant list. While in the hospital, the patient received approximately six shocks. The patient then went into ventricular fibrillation (vf) and there was concern the device did not charge therefore an external shock was delivered. Upon interrogation a code was displayed indicating high voltage was detected on the lead during charge. Boston scientific technical services (ts) discussed the code and that the device will divert a shock if an external shock is detected. Ts discussed troubleshooting options. It was reported difficulty was experienced locating the shock episodes, however the local area field representative was able to locate the episodes. Follow-up with the physician was planned. No additional adverse patient effects were reported.